Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. Our field service engineer (fse) confirmed that the compressor generated a low pressure error. Fse found that an internal compressor tube was leaking. After the faulty tube was replaced, the compressor passed all functional and safety test per factory specifications and was cleared for clinical use. The root cause of why the tube was defective could not be established.